Manufacturer narrative:
Additional information was received that the patient¿s ipg had stopped connecting with the charger and would not charge at all. It was determined that there was device malfunction. The patient underwent revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had been trying to charge but the ipg would not charge. The physician decided it would be best to get a new battery. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient had been trying to charge but the ipg would not charge. The physician decided it would be best to get a new battery. The patient will undergo a battery replacement procedure.